Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer froze, noting that there were no functional issues. The software was reloaded and updated as preventative measures. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze. The programmer was returned for service. There was no patient involvement.